Event description:
Procedure: laparo nephrectomy. The reporter states: the pouch partially disengaged when the device was inserted into the patient cavity. Nothing fell into the patient's cavity. Another device of the same model was used for the procedure.